Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as the lot, serial number, and corresponding manufacturing and expiration dates for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number: (B)(4). It was reported that a 35-year-old caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on the left side, and with an unknown size unknown gel implant on the right side, and experienced bilateral breast implant rupture postoperatively. On (B)(6) 2024, mentor became aware that the patient underwent bilateral replacement surgery with catalog number: 3504501bc; serial number: (B)(6) on the left side, and with catalog number: 3504501bc; serial number: (B)(6) on the right side on (B)(6) 2024. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 6, 2025, mentor became aware of the impacted lot numbers, and that the right side device was intact. Mentor was also made aware that the right side date of implant had a typo. Hence, following and corresponding fields have been updated on this form: lot number added as 5619367 under field d4. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Fields d6a have been correctly updated to (B)(6) 2007. Device problem code has been updated to "adverse event without identified device or use problem". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).